Manufacturer narrative:
The device was not returned for evaluation. The lot number was not provided therefore a DHR review was could not be completed. If additional information is received a follow-up report will be submitted.

Event description:
When the edge working channel was extended during a superdimension enb procedure, the patient's middle lobe collapsed. When the extended working channel was removed the lobe re-expanded and the patient was discharged. If additional information is obtained a follow-up report will be submitted.